Event description:
The device had migrated into the peritoneal cavity. The physician performed an upper gi to determine the placement of the device. Physician noted the balloon was partially deflated. The physician used a stamm procedure and sutured the skin disk to the abdomen. Physician stated the device was too slippery. One pt involved.